Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal, the septum. The septum was also observed to contain a tear. The rubber fragment returned completed the missing portion on the septum when reassembled. The duckbill, another rubber component of the seal, was observed to be detached from the seal. Based on the description of the event, the duckbill was intentionally removed by the complainant for inspection. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lower gs surgery event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation. Report from the sales rep. During lower gs surgery, the septum was fragmented, falling off inside the abdominal cavity. The fragment (size: approx.2.0 mm x 2.0 mm) was removed from the patient with a forceps. The event unit was replaced with new one and the surgery was successfully completed with it. The patient status is ok. The intraperitoneal irrigation was performed at the case. Initial investigation report by aomori olympus. The event unit was returned to olympus and visually inspected. The ddb was removed from the seal by the facility for inspection. The septum was fragmented. The returned fragment (size: approx. 4.0 mm x 4.0 mm) matched the missing section on the septum in shape. No damage was observed with the shield. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: the fragment inside the abdominal cavity was removed from patient with forceps. The event unit was replaced with new one and the surgery was successfully completed with it. Patient status: "no patient injury."